Event description:
It was reported that doctor called rep into his office to view films where it was discovered that pt's acetabular component was malaligned. Pt was scheduled for revision. During revision, the shell was removed with ease and replaced with a tritanium shell. After case, doctor asked rep to send shell to see if there were any issues with the removed component. Doctor contributes revision to aseptic loosenings. He requested that the removed shell be observed to see if there was any issues with the product itself. (Marks that are on the shell were made from removing it with a cobb elevator).

Manufacturer narrative:
A supplemental report will be submitted after completion of the investigation report.